Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (B)(6) alleging that his onetouch ultramini meter read inaccurately high when compared to another meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the meter issue began after dinner ¿a month ago¿. He stated that the subject meter read 15.3 mmol/l compared to another device which read in the range of 10-12 mmol/l. The patient manages his diabetes using a combination of oral medications and insulin. The patient stated that he took additional food/drink on the same evening after the meter issue began in response to the alleged product issue. The patient denied having developed any symptoms; however he self-treat with (B)(4) units more of levemir insulin and (B)(4) units more of novorapid insulin on the same evening the meter issue began. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting, the testing technique was correct and the patient used an approved sample test site. The patient did not have any test strips available. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient did not report any symptoms and the self-treatment was not for a serious low or high blood glucose excursion; however the alleged product issue was not resolved during troubleshooting.